Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 75291801, with an expiration date of (B)(6) 2024. The total protein reagent lot number was 75011801, with an expiration date of (B)(6) 2024. The customer replaced the reaction cells and lamp. The customer recalibrated and ran controls, but issues were still observed. The customer noted there was water on the top of the reaction cells as well as under the thumb screws of the reaction disc. The field service engineer determined the issue was due to debris on the rinse mechanism. The debris blocking the nozzles was removed. The probe alignments, water pump pressure, gear pump pressure, and rinse mechanism levels were checked. Mechanical checks passed with no alarms. A photometer check and cell blank measurement were good. The customer ran controls and these were acceptable. Precision studies were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) and total protein/total protein stat on a cobas 8000 cobas c 502 module. The sample was repeated since the initial values were critical. The sample initially resulted in a calcium value of 5.5 mg/dl and it repeated as 10.5 mg/dl. The sample initially resulted in a total protein value of 5.7 g/dl and it repeated as 9.5 g/dl. The repeat values were deemed correct.